Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reproted device result was 1.0 inr. The corresponding lab result reported was 2.7 inr. The doctor changed the patient's coumadin dosage based upon the lab. The device was replaced and requested to be returned for evaluation.